Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent reported the pink slide did not move forward, indicating that the needle mechanism did not deploy as intended during activation. The patient¿s blood glucose (bg) level reached 306mg/dl while the pod was worn between 4 and 24 hours on the leg. The parent did confirm the cannula was inserted into their skin. By the end of the call, the patient¿s parent noted that the bg levels were decreasing, and reported the patient was still wearing the pod.